Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that when power was on there was a strong burning smell. As a result, a back-up water system was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
(Device not returned).